Event description:
Medtronic received a report that the pipeline failed to open in the distal segment.   It was induced until m1 with phenom plus/phenom 27.  The product was delivered and the sleeve was removed at m1.  The tip did not expand much. The sleeve was removed again after a full re-sheath.   However, only the tip did not open. It was dropped to the starting position for deployment and then deployed again. However, the tip still did not open, so phenom27 was removed. The procedure was continued after switching to a different product, and the procedure was completed successfully. The distal end of the device had been placed in a bend. Less than 50% of the pipeline had been deployed when it failed to open. It had been resheathed 3 or more times. The pipeline was used for an indication that is not approved (off-label) and the device was prepared as indicated in the package insert. No patient symptoms or further complications were reported as a result of this event. No additional operation was required, the stent had been removed by resheathing and retrieving with the microcatheter.   The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left ic-c2 with a max diameter of 8mm and a 4mm neck diameter. Vessel diameter was 3mm distal and 4mm proximal. It was noted the patient's blood flow was xxx and vessel tortuosity was strong. Dapt was administered. There were no significant changes in postoperative findings related to blood flow contrast.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.